Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlte serter showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose of 400 mg/dl. Customer was also having issues with the serter, as it was not releasing the sensor and when he pulled the serter off his body, the sensor was pulled out, as well. He used a pair of pliers to remove the needle hub. It was advised the catch arm may have been bent. Customer had taken a bolus. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.